Event description:
Spontaneous. Pt's mother reported that the curlin pump {serial number (B)(4)) infused the aldurazyme over approximately 3 hours and 5 minutes today instead of the programmed time of about 3 hours 53 minutes. She does not believe the pump has been maintenance in quite some time. The date on the pump due for maintenance is 6/21/2018. She states that the infusion rn double checked and ensured the pump was still programmed correct to infuse over 3 hours 53 minutes. Pt tolerated the infusion well without any adverse reactions. Pt's mother states that in previous recent weeks, she does think the pump maybe infused slightly faster, maybe about 20-30 minutes but the pt has always tolerated well. Patient is being sent a new pump. No missed dose; no adverse events reported; unknown if device is available for return. No further information known. Reported to (B)(6) by pt/caregiver.